Event description:
It was reported there was tenderness over the implantable neurostimulator (ins) site. The patient was examined and the site palpated several times all with tenderness over the ins site. There was surgical device repositioning. The event resolved without sequela to the patient. It was noted the event was possibly related to implant procedure.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).